Manufacturer narrative:
E1: reporter contact information was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experience massive lower gastrointestinal (gi) tract bleeding out of the hospital and was admitted on (B)(6) 2024. The gi bleed was diagnosed with a lower endoscope. The patient underwent a blood transfusion on (B)(6) 2024 and was transfused between 4 to 8 units of red blood cell concentrate. The patient was on warfarin at the time of the event. The cause of the bleeding was unknown and the casual relationship with the pump was unknown. The patient was discharged on (B)(6) 2024.